Event description:
It was reported that the user dropped the ilet at school, resulting in a broken touchscreen, and the user transitioned to backup injections while a replacement device and case were arranged; the reported blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture consistent with physical damage to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.